Event description:
A malfunction was reported on a pump by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions on resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction reappeared.